Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the reported low temperature was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported cancellation were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During the procedure, the probes would not exceed 38 degrees when attempting to perform a four port lesion and the procedure was cancelled. Three probes were disconnected and a lesion was attempted to be performed with one probe but the issue remained. The probe was replaced with no resolution. Proper needle and grounding pad placement was confirmed and the probes were fully seated in the cannulas. The impedance ranged from 250-400 ohms. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: g4, g7, h2. Corrected data: h4.